Manufacturer narrative:
Beckman coulter field application specialist (fas) evaluated the au480 chemistry analyzer, and found the sample probe slightly occluded and the reagent probe and mix bar were dirty. The fse replaced the sample probe and cleaned the reagent probe and mix bars to resolve the issue. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low glucose patient results on their au480 instrument. Upon review of the data, there were also low albumin (alb), cholesterol (chol), and creatinine (cre) results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.